Event description:
On (B)(6) 2009, the patient stated that both the up and down buttons on their infusion device was responding intermittently. The patient stated that both buttons are raised, they feel normal, and they pop back up when pressed. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.